Manufacturer narrative:
The reported events of a helix mechanism issue and a helix damage were confirmed. The lead was returned for analysis. Visual and x-ray inspection noted the helix was stretched / damaged. The cause of the reported events were isolated to the helix stretched / damaged which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were detected.

Event description:
It was reported that during an implant procedure the lead's helix became stuck and was elongated as a result. It would no longer retract. The lead was replaced during the procedure, and a new one was implanted. The patient's condition was noted as being stable.